Event description:
The hcp reported that during a transurethral needle ablation of the prostate, the needles on the prostiva handpiece failed to retract after deployment into the prostatic tissue. The trigger on the handpiece appeared to disengage from the internal mechanics and was moving freely. Removal of the device caused the patient to have some bleeding from the urethra but he recovered without sequela. It is unk if the procedure was completed.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed, and/or when additional information is received from the hcp.